Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).

Event description:
It was reported the video system center had a defective serial digital interface output. The issue occurred during testing of an electrosurgical unit (esu). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4. Correction: h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the image froze which is presumed to be due to the circuit board failure; however, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.